Event description:
It was reported that cadd legacy plus pump alarmed no disposable, pump won't run. No patient injury reported.

Event description:
It was reported that the pump alarmed "no disposable" during the infusion. The patient couldn't get the infusion running again and had to use another cassette. No patient injury was reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Additional information: d4 (UDI) is unknown. Updated d5, h6, h10.